Event description:
It was reported the patient was unable to adjust the stimulation. The patient was unable to make adjustments with the programmer (with or without the antenna attached) or the recharger. The patient had been having communication issues with the device and had been having problems recharging. It was suspected the ins may be flipped. The position of the device had not been confirmed. The device felt tilted in the pocket. The patient had recently lost a lot of weight. It was also reported the patient had an epidural on (B) (6) and (B) (6) 2009. It was suspected there could have been emi from medical equipment that affected the system but it was also noted the patient had issues with connecting to the implant prior to those incidents. Additional information has been requested.

Manufacturer narrative:
(B) (4).